Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report number: 3006705815-2019-02047 and 1627487-2019-06412. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2019-02047 & 1627487-2019-06412. Follow up revealed that the patient underwent surgical intervention to have their scs system explanted.